Manufacturer narrative:
(B)(4) concomitant medical products: vg 360 pst ag 65x5 univ trl item# 32-360344 lot# unknown. Vg 360 pst ag 65x10 univ trl item# 32-360424 lot# unknown. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial trial was fractured during the procedure. The surgical technique was followed. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.